Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Review of transcripts revealed noise on the right ventricular lead. No intervention was performed. The patient was asymptomatic throughout the event.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were noted at 37.0 to 37.1 cm from the tip. Internal insulation abrasion was noted at 4.0 to 4.1 cm cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion was noted at 29.0 to 29.1, 29.1 to 29.2 cm, and 29.2cm to 29.3cm cm from the distal tip. The etfe coating was abraded at these locations. This is consistent with the observation from the field of noise.

Manufacturer narrative:
Correction: the following fields should have been populated in original report: b1- averse event b2 - required intervention to prevent permanent damage h1 - serious injury h6 - (B)(4) device not returned .

Event description:
New information noted that the lead was explanted and replaced.

Manufacturer narrative:
First awareness date should have been sep 7, 2020 and now sep 10, 2020.